Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion with no tortuosity and heavy calcification in the ostial right coronary artery (rca). After pre-dilatation, a non-abbott sds was able to cross the lesion successfully. The 2.5 x 15 mm trek balloon catheter was advanced for post-dilatation without resistance; however, the balloon did not inflate. There had been no resistance noted during removal of the protective sheath. The indeflator was able to hold pressure, but the balloon would not inflate. The balloon catheter was withdrawn from the patient anatomy without resistance. A new trek balloon catheter was used to complete the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.